Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the ipg was not explanted and replaced as previously reported. It was clarified that the ipg was determined to have tilted and moved in the pocket. Subsequently, surgical intervention was undertaken wherein the physician made a new ipg pocket and relocated the existing ipg. The patient is no longer having communication/charging issues with the ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) experienced difficulty recharging the ipg with two charging systems. Upon evaluation, it was determined the patient's ipg site was swollen. In addition, an ultrasound revealed fluid in the ipg pocket. Subsequently, surgical intervention was undertaken to drain fluid from the current ipg site. The patient's ipg was reportedly explanted, replaced and relocated. The communication/charging issue was resolved following the procedure. (Device information) are unknown at this time.